Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2019. The ipg was not placed into surgery mode and monopolar electrocautery was used. Due to this, the ipg is unable to communicate with external devices.

Event description:
It was reported that the ipg was explanted and replaced on (B)(6) 2019. Therapy was restored post operatively.